Event description:
On (B)(6) 2013 it was reported that a spectrum pump was experiencing a constant upstream occlusion. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. The initial evaluation found the running values for the upstream sensor to be low and out of specification. Upper sensor signal was found to be 885 and lower sensor reading was found to be 2587, both of these values should be greater than or equal to 2700. Further evaluation of the upstream sensor assembly found fluid contamination to have infiltrated into the sensor and pooled which caused a resistive short on the ultrasonic sensor. Upon review of the device history log, the pump alarmed approximately 30 times for an upstream occlusion over a 24 hour period of time. The upstream sensor was replaced.